Manufacturer narrative:
Batch review performed on 11 february 2019: lot 150465: (B)(4) items manufactured and released on 08-sep-2015. Expiration date: 2020.06 30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Other device involved: gmk-sphere tibial tray fixed cemented size 2 r, (k090988). Lot 174554: (B)(4) items manufactured and released on 10.nov.2017. Expiration date: 2022-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event .

Event description:
The patient came in complaining of instability 10 months after primary. The surgeon revised the poly, 12 mm, with a thicker implant, 14 mm. The tibial tray was revised as well, extension stem and augmention were used in the revision surgery.